Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they found fluid leak on the reaction wheel cover and on the reagent well tray on unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found a slow leak coming from reagent probe b and replaced the syringe valve and a/b valve, primed the system, but the issue did not resolved. The fse put back the original replaced parts and investigated further. The fse found the bubble generator valve was not completely shut down. The fse repaired the valve and the instrument resumed.